Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and endometritis ('mild chronic endometritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2003 to 2007. Concurrent conditions included uterine bleeding, premenstrual dysphoric disorder, dysfunctional uterine bleeding and anxiety. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (safyral) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding; heavy abnormal bleeding"), abdominal pain lower ("cramping"), depressed mood ("she was no longer as happy she once was prior to undergoing the implantation of essure"), asthenia ("she was no longer as energetic she once was prior to undergoing the implantation of essure"), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), libido decreased ("couple's level of sexual intimacy sharply declined") and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, endometritis, genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, libido decreased and abdominal pain outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the couple¿s level of sexual intimacy sharply declined after plaintiff¿s wife was implanted with the essure device as she suffered from frequent abdominal pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils in place; fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records:: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and endometritis ('mild chronic endometritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2003 to 2007. Concurrent conditions included uterine bleeding, premenstrual dysphoric disorder, dysfunctional uterine bleeding and anxiety. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (safyral) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding; heavy abnormal bleeding"), abdominal pain lower ("cramping"), depressed mood ("she was no longer as happy she once was prior to undergoing the implantation of essure"), asthenia ("she was no longer as energetic she once was prior to undergoing the implantation of essure"), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), libido decreased ("couple's level of sexual intimacy sharply declined") and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, endometritis, genital haemorrhage, pelvic pain, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, libido decreased and abdominal pain outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the couple¿s level of sexual intimacy sharply declined after plaintiff¿s wife was implanted with the essure device as she suffered from frequent abdominal pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils in place; fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records:: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical records received. Event added: mild chronic endometritis. Reporters information, concomitant drugs, and medical history were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.